Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. One opened and one unopened box received. In the opened box were 3 unopened samples. In the unopened box were 6 unopened samples. The complained sample was not received. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving the complained sample for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the forceps remained in the closed position, the metal ring falls. During multiple surgeries. There was no impact reported to any patient. Additional information has been requested but not received.